Manufacturer narrative:
.]

Event description:
Revision was performed due to femoral head collapse.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery of the resurfacing femoral head only was performed in (B)(6) 2005. Devices implanted in (B)(6) 2002.